Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to sensing integrity counter (sic) and non-sustained high rate episodes. There was also noise on the lead. A lead fracture was suspected. The lead was reprogrammed, as the patient had an ablation procedure scheduled, and then later was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.